Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue: on cgm alerts, pump is only producting the vibratory alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings:.during investigation, the pump was powered on with normal audible tone and vibration. The pump's vibratory features were found to be functioning properly. The original complaint of a vibration issue was unable to be duplicated.